Event description:
Info received indicates, the left siderail is not latching.

Manufacturer narrative:
The technician found the siderail end tube was bent. The technician replaced the end tube to repair the stretcher.